Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic nurse reported a blood leak that occurred during the patient¿s hemodialysis (hd) treatment. The blood leak was visually observed between the arterial line of the combiset and the needle. Per the clinic nurse, the connection was tight and there was no defect or damage seen on the combiset. The patient¿s estimated blood loss (ebl) was approximately 3 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was rinsed back treatment completed successfully on the same machine with new supplies. The clinic nurse was unable to provide any information regarding the manufacturer or type of needle used. The combiset was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.